Event description:
As stated by report from (B)(6): pressures monitored on the pts long line were slowly increasing. Pressures continued to rise, attempted to flush with 0.9% saline but extremely difficult and red mark appeared along length of pt's leg. Surgical registrar called and fluids discontinued apart from morphine infusion. Peripheral line inserted and when sets changed over, long PICC was found snapped in pt's bed.

Manufacturer narrative:
This report was assessed and determined to be an MDR report based on our MDR reporting criteria. The report provided by mhrs adverse incident report indicates that the device in question has been disposed of. No product lot number was provided and is noted blank on the report. F/u report will be provided upon the completion of the complaint investigation analysis ((B)(4) is completed).